Event description:
It was reported that shaft break and removal difficulties were encountered. The stenosed target lesion was located in the left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was advanced, but failed to cross the lesion. However, during removal of the device from the patient, the delivery shaft was fractured. The device was pulled out by force from the patient. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that shaft break and removal difficulties were encountered. The stenosed target lesion was located in the left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was advanced, but failed to cross the lesion. However, during removal of the device from the patient, the delivery shaft was fractured. The device was pulled out by force from the patient. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion 90% stenosed with a bend of <90 degrees was mildly tortuous and severely calcified.

Event description:
It was reported that shaft break and removal difficulties were encountered. The stenosed target lesion was located in the left anterior descending artery. A 20 x 3.00 promus premier drug-eluting stent was advanced, but failed to cross the lesion. However, during removal of the device from the patient, the delivery shaft was fractured. The device was pulled out by force from the patient. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the 90% stenosed lesion with a bend of <90 degrees was mildly tortuous and severely calcified.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: promus premier ous mr 20 x 3.00 stent delivery system was returned for analysis. A visual examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube shaft found no kinks or damage. The device was received in two sections as a result of a break in the distal extrusion. The break was located at the guidewire exit port. No issues were identified with the extrusion which could potentially have contributed to the break.